Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out-of-range shock impedance measurement during a routine device check. A guidant technical services consultant discussed the potential for wear in the old lead system, and the potential for shorting to the device can if delivering a shock through a shorted lead condition. The physician planned to replace the patient's abdominal system with a new pectoral system after the patient recovers from non-device related surgery.